Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was recorded as low. Cause was not known. Customer consumed glucose tablets and apple juice to address bg. Customer lost consciousness. Paramedics were called. Paramedics administered 2 injections of glucose and provided customer with liquid glucose. Customer was transported to the emergency room and was admitted to the hospital. Customer was treated with intravenous saline. Customer was discharged on (B)(6) 2025, with the issue resolved and no permanent damage. During troubleshooting with technical support, no issues were observed with the insulin, cartridge, or infusion set tubing/cannula. No issues were identified with the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.